Event description:
It was reported that there had been a gradual rise in the shock impedance over years' time to greater than 200 ohms. The patient was evaluated with a synchronized shock of 1.1 joules which yielded a shock impedance of 190 ohms. A maximum 41 joule shock yielded a shock impedance of 153 ohms and also triggered code 1005, indicative of an open circuit condition. The physician then elected to perform additional defibrillation threshold testing. Ventricular fibrillation was induced and both a 31 joule and 41 joule shock failed to convert the rhythm. External defibrillation was required and was successful. The implantable cardioverter defibrillator and right ventricular lead were both explanted and replaced. The products are not expected to be returned to boston scientific for analysis as they were disposed of by the facility. It was planned to monitor the new device and rv lead as normal. No additional adverse patient effects were reported.

Manufacturer narrative:
Please see section f for corrections to coding.

Event description:
It was reported that there had been a gradual rise in the shock impedance over years' time to greater than 200 ohms. The patient was evaluated with a synchronized shock of 1.1 joules which yielded a shock impedance of 190 ohms. A maximum 41 joule shock yielded a shock impedance of 153 ohms and also triggered code 1005, indicative of an open circuit condition. The physician then elected to perform additional defibrillation threshold testing. Ventricular fibrillation was induced and both a 31 joule and 41 joule shock failed to convert the rhythm. External defibrillation was required and was successful. The implantable cardioverter defibrillator and right ventricular lead were both explanted and replaced. The products are not expected to be returned to boston scientific for analysis as they were disposed of by the facility. It was planned to monitor the new device and rv lead as normal. No additional adverse patient effects were reported.